Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the complained part was evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: n/a - as the complaint cannot be replicated, and there were no nonconformities identified. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
It was reported that the implant failed. However, there was no serious injury reported to the patient. Also, no pre-existing conditions were reported which may have contributed to this incident. No abnormalities were noted with the implant itself. Also, the DHR was reviewed and no discrepancies were noted with any of the processes related to the manufacturing of the implant. All the processes met the acceptance criteria. The most probable cause for this reported incident could be attributed to the failure to osseointegrate. More results will be available upon completion of the evaluation and investigation. However, failure to osseointegrate is a well-known inherent risk of the implant procedure.

Event description:
It was reported by the dentist that the implant failed. No additional patient information was available upon follow up. The patient was stated to have bone type I with no reported serious injury or any pre-existing conditions. There was no general bone loss, no granulated tissue, and no infection at the implant site. Also, no abnormalities were noted with the implant itself during placement or after removal of the implant. The patient is stated to be doing fine.